Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 5 months. The pump remains in use supporting the patient; however, the replaced portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that red heart alarms were observed. The patient was not symptomatic. The system controller log file captured a motor stopped event that occurred while the lvad system was connected to the power module. X-ray images of the patient's driveline showed an area of concern around the distal strain relief. A distal end driveline replacement was performed on (B)(6) 2016. No subsequent issues have been reported.

Manufacturer narrative:
The report of low speed and pump stoppage events was confirmed through an evaluation of the submitted system controller log file. Multiple low speed/low flow hazard and pump stoppage events were captured while the system was operating on the power module. Based on the manufacturer¿s experience from similar reported events, the events captured in the log file are consistent with a potential driveline wire compromise. X-ray images of the internal and external portions of the patient¿s driveline were submitted for evaluation and appeared to show an area of shield breakdown on the external portion of the driveline near the distal-end bend relief. Approximately 7 inches of the external portion/distal end of the driveline was replaced and returned for evaluation. Electrical continuity testing of the returned portion of the driveline found all wires to be electrically intact. No wire-to-wire shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate layers of the driveline were removed and examination of the underlying wires revealed no evidence of disruptions or damage to the wire insulation or underlying conductors. The driveline segment was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. This testing did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. A correlation between the events captured in the log file and the returned portion of the driveline could not be determined. The patient remained ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.